Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that solenoid driver pcb was stained with water and damaged. The fse tested the unit with a different solenoid driver pcb and the unit worked expectedly. The customer placed an order for a new replacement part. Once the part was received the fse replaced the solenoid driver pcb. After repair the unit passed all functional and safety tests as per manufacturer specifications.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, during routine check, cs-100 intra-aortic balloon pump (iabp) turns on by itself and cannot be shut off. There was no patient involved.